Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The video image processing (vip) configuration was replaced to resolve error 17. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The vip was returned and evaluated by the failure analysis (fa) team. The error 17 was confirmed but not replicated. In the system logs, this error was found several times indicating a node fault attempting to read data in from the wheel. Upon visual inspection, no issues were found that would be related to the reported event. The vip was installed, programmed, and tested on the dv5 in-house golden system with no issue. No errors triggered on startup. Ten power cycles were manually run with no failures or errors. The unit was idling for one hour in normal mode, with no issue and no errors triggered. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error 17 is likely attributed to an electrical or fiberoptic defect of the vip, as replacement of the component resolved the reported errors. However, the root cause could not be determined more specifically after failure analysis investigations were complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer experienced error 17 on the system. The technical services engineering (tse) confirmed the error in the system logs. The customer attempted a hard power cycle, after which the system restarted normally. The customer called back to state error 17 had returned. The tse walked the customer through several rounds of power cycling and reseating the fiber cables with no change. The customer elected to convert to another dv system. The procedure was converted to another dv system with no reported injury.